Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was having an unresponsive insulin pump and a blank screen. Customer stated that she changed out the battery but she still has a blank screen. Customer's blood glucose was 380 mg/dl at the time of the incident. Customer stated that she was feeling bad and noticed the blank screen. Customer had related high blood glucose symptoms of thirst, feeling tired, and nausea. Customer stated that she did give herself a manual injection about a half hour ago. Customer has a back-up plan of syringes and insulin. Customer was advised to do a complete set change. Troubleshooting was performed but the display did not return with the insertion of a new battery. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer stated that she has changed out the battery 3 times and still has a blank display.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. The pump was monitored and no blank display anomalies were noted. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was received with a cracked case at the display window corners and minor scratches on the lcd window.